Manufacturer narrative:
Product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
It was reported that a possible pocket fill occurred during a refill procedure on (B)(6) 2012. The doctor attempted to refill the patient pump and after injecting 10ml of the medication she was only able to aspirate 9ml back, indicating a potential pocket fill of 1ml. It was noted that the doctor followed the usual protocols for refilling the pump. As of the date of the report there were no apparent untoward sequelae from the event. The patient appeared to be doing well and did not require any specialized medical attention as a result of the event. The patient's pump was functioning as normal. The patient was to be followed for the next several days following the event, but no adverse events were anticipated. The patient was to be seen at the next refill appointment. The device system was used to deliver morphine. A follow-up report will be submitted if new information becomes available.